Event description:
Additional information noted that the procedure outcome was that patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial mfr1220648-2024-06946 was provided in sections b2, b5, d6, h1, and h6.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 83-year-old male patient in acute myocardial infarction/cardiogenic shock and the impella cp was attempted to be used as a bail out. It was reported that the was not done priming as the doctor continued to place impella into ventricle. The doctor succeeded, but the pump tried to come on and immediately stopped alarm appeared approximately three times. The pump was explanted.

Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the pump unable to start cannot be determined without pump being returned for analysis.